Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2002 due to release of the tension on the vaginal tape and revision on (B)(6) 2002 due to erosion of anterior vaginal region with transvaginal tape. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. Additionally, the patient underwent procedures on (B)(6) 2000 and (B)(6) 2002 and repliform was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.